Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and apogee and monarc were implanted. The patient underwent a surgical procedure on (B)(6) 2007 and perigee and sparc were implanted. The patient underwent a surgical procedure on (B)(6) 2010 and monarc was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior compartment repair with mesh augmentation times 1, enterocele/rectocele repair, and cystoscopy. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, and dyspareunia. It was reported that the patient underwent excision of vaginal mesh/erosion, ureolysis, and repair of urethrotomy on (B)(6) 2007 due to voiding dysfunction, postvoid residual, and dyspareunia. It was reported that the patient underwent repair with mesh augmentation times 1 concurrently with gynemesh insertion on (B)(6) 2009. It was reported that the patient underwent interstim lead placement and implantable pulse generator placement under fluoroscopic guidance and complex programming on (B)(6) 2008 due to overactive bladder, urinary frequency, urgency, refractory urge incontinence s/p successful percutaneous interstim sacral neuromodulation testing. It was reported that the patient underwent laparoscopic colposuspension (burch procedure), cystoscopy, and repair on (B)(6) 2008 due to sui. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse, enterocele, rectocele, and pelvic pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.